Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination found stent struts on the 2nd and 3rd rows from the distal end lifted from the crimped position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16dec2020. It was reported that the stent could not cross the lesion. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery. Following pre-dilatation, the lesion was 60-70% stenosed. A 3.00 x 24 synergy stent was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.